Event description:
Information received with return of the device notes that during the implant procedure, the device did not pace when the leads were connected. The ventricular lead was dis- connected and the readings were the same. When the device was programmed to voo, measured data revealed >2500 ohms impedance. A new pulse generator was placed with normal ddd pacing observed. The patient's intrinsic rhythm was 35 bpm.